Event description:
Enclosed please find adverse event information about a device that was not manufactured or imported by (B)(6). This report is being forwarded to FDA in accordance with 21 cfr 803.22 (b)(2), because no company within (B)(6) is the manufacturer or importer of the device. The device and information are being returned by (B)(6) to the reporting complainant. Please be aware that non-return of product results in exclusion from the guarantee. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".